Event description:
Boston scientific received information that on routine follow-up this right ventricular (rv) lead exhibited no sensing, no capture, and lead impedances >2500 ohms. Subsequently surgical intervention was performed, and under fluoroscopy the lead was confirmed to be fractured. This lead was surgically abandoned and a new rv lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.